Event description:
It was reported that the tubing is leaking. Urine coming out of the tube when it uses on patient. There is small crack on the tube.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection visual examination was conducted on the returned sample and it was observed that there is a cut mark on the arrowed location. When measured, the cut mark is approximately 25mm from funnel. The cut mark and its proximity area were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, some shearing marks found around the cut proximity which likely to indicate the effect of a hard, jagged object has been used at this location. When excessive force exerted on the shaft, the shaft wall gave way and break , thus render a cut which caused the leak. Further examination surrounding the shaft revealed some blemish , defective shaft surface. Such occurrence is likely to indicate the impact of external hard, jagged object on this location. During manufacturing processes, all products are visually inspected for presence of defects and subjected to functionality tests of leak and blockage. Defective products shall be culled out from the product batch and scrapped. Such evidences found in this investigation are not common in this product. This investigation indicated that the cut on the shaft was the effect of external object. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tubing is leaking. Urine coming out of the tube when it uses on patient. There is small crack on the tube.